Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) was informed by customer that there were no issues in following cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm1) was drifting. The technical service engineer (tse) found no related errors. The procedure was completed with no reported injury.